Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "saline rupture".

Event description:
Healthcare professional reported left side "saline rupture". Device has been explanted.

Event description:
Healthcare professional reported left side "saline rupture". Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-breast: observed, one opening assessed as fold flaw opening. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.